Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. After connecting the inflation device/syringe to the inflation lumen connector on the hub and during prep (air aspiration) a crack was observed on the hub and there was a leak at the crack. The pta catheter was not used in the procedure. A new armada 35 pta catheter was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported crack in the hub and subsequent leak when the device was pressurized. A review of the complaint handling database found no similar incidents from this lot reported for cracks in the side arm or leaks. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.